Manufacturer narrative:
One device received for device analysis. The customer's reported problem was verified by functional testing. Visual inspection performed and found that the downstream occlusion sensor nub has dents, the lens scratched and the upstream occlusion seal bubbles. The cause of the reported problem is the main board. Replaced main board to correct the issue.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 1260. There was unknown patient involvement.